Event description:
The customer reported that the cautery pencil caught on fire. No injuries resulted. The incident pencil was obtained from a cardinal sop26thluu total hip pack. The esu was a force fx set at 70 cut, 70 coag.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.